Event description:
It was reported that the pump was replaced the year prior because it ¿malfunctioned.¿ the pump was removed on (B)(6) 2013. This was a new patient to the reporter and there was no further information available. It was unknown what drug the pump was used to deliver (device implant query lists the drug as morphine). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).